Event description:
It was reported that this patient just had a cardiac resynchronization therapy pacemaker (crt-p) device implanted on (B)(6). Shortly after the patient being discharged the field representative was called by the following cardiologist regarding a concern with right ventricular (rv) sensing. An x-ray was performed and there was no lead position change, and the patients' blood pressure was stable. A few days after, the patient was admitted to the hospital for non-cardiac reasons. On december 25th, the physician wanted to have the field representative check the device. The device was checked, and they confirmed there was sensing and capture. It was noted that the patient was doing meth amphetamines. On december 27th, the field representative received a report from the physician stating the device was no longer sensing appropriately. There was a rv pace followed by a rv sense with no rv capture at max outputs. The only sensing was in unipolar. A different physician was at follow-up and suspected there was a micro perfusion. The next day, the patient was scheduled for a lead revision however, the patient went into cardiac arrest in which a pericardial centesis was performed. Additionally, it was noted that the patients' inr (international normalized ratio) was really high. The patient was rescheduled for a lead revision on (B)(6) however, the inr was still high. Later, the field representative was notified that the patient had passed away. The cause of death was unknown.